Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 202, 180 and 155 mg/dl. The customer is also concerned with the back to back blood tests done during the call. The customer's expected fasting blood glucose test result range is 80 - 143 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 255 mg/dl and 229 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/20/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the following 202, 155 and 143, in addition to the back to back. All readings are fasting.